Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01746, 1627487-2022-01747, 1627487-2022-01749. It was reported the patient experienced ineffective therapy. As a result, the scs system was explanted to address the issue.

Event description:
Related manufacturer reference numbers: 1627487-2022-01746,1627487-2022-02138, 1627487-2022-01749.

Manufacturer narrative:
Correction: section b5-in the previous report, it should have been "related manufacturer reference numbers: 1627487-2022-01746,1627487-2022-02138, 1627487-2022-01749" instead of "related manufacturer reference number: 1627487-2022-01746, 1627487-2022-01747, 1627487-2022-01749."